Manufacturer narrative:
Additional information: the delivery device was not returned to bausch + lomb; therefore, a product evaluation could not be performed. The lot number was not provided; therefore, a device history record (DHR) review could not be performed. Based on available information, a root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during insertion of the lens into the patient¿s right eye, the haptic tore the capsular bag. The lens was removed and a vitrectomy procedure was performed. A backup lens of the same model and different diopter was then placed intraoperatively. Reportedly, the patient is doing fine post procedure with normal recovery.